Event description:
For several weeks, the pt reportedly experienced sound percept problems. In march 2004, the pt reportedly was unable to hear sound while using the sound processor. Five days later, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's c1 device was no longer functioning. Surgery to explant the pt's device is to be scheduled.